Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned hi-torque winn guide wire was returned with blood on the core and on the polymer, consistent with being advanced into the anatomy as reported. The reported separation was confirmed. The core and polymer was separated 28 cm distal to the proximal end of the polymer. The separated portion was not returned. The core was bent at the separation and the polymer was jagged at the separation. There were three kinks in the core proximal to the separation. There was no other damage noted to the guide wire. Scanning electron microscopy (sem) results suggest that the core failure may be attributed ductile overload at a bend. A ductile overload of this type typically suggests that the guide wire was exposed to a load beyond its design limits causing the core to kink and separate. Additionally, the tip coil failure appears to be attributed to a torsional overload. An overload of this type suggests the core was exposed to forces consistent with those applied through torquing and/or twisting of the proximal end of the guide wire with the tip of the guide wire being trapped. Based on the reported information, and analysis of the returned guide wire, it is likely that during the attempt to cross the occlusion, difficulty was encountered crossing causing the tip to prolapse and kink. Once the core was kinked and the guide wire was straightened during removal, the core and polymer material separated at the kink location. Additionally, the torsional overload of the tip coil is likely due to a twisting torquing motion during removal. The additional kinks noted on the core are likely also due to pushing against resistance. There was no damage note prior to use, suggesting that the damage occurred as a result of the difficulties during the procedure. As a result of the separation, the separated tip remained in the occluded vessel and the vessel was left untreated. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported difficulties advancing and subsequent damage appear to be related to case circumstances. There is no indication to suggest a product quality deficiency. All guide wire tips are inspected after they are loaded into the dispenser, and manufacturing performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during an attempted revascularization using a ht winn 80 guide wire, the wire entered in the distal part of the occlusion and made a loop [prolapsed]. After an attempt to remove the guide wire, approximately 12 mm of the distal guide wire detached from the shaft and remained in the occluded vessel. The vessel was left untreated. There was no reported patient sequela. Though requested, no additional information was provided.